Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date. Customer's blood glucose was 30 mmol/l and the another blood glucose was 15 mmol/l. Customer treated high blood glucose with manual injection. Customer stated symptoms related to high blood glucose that were vomiting, coma. Customer stated that they were dead in the hospital. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged possible under delivery and the reason was due to insulin pump alarmed insulin flow block alarm. Customer stated that the insulin pump stopped working. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.